Manufacturer narrative:
Two samples were returned. Twenty samples were not returned. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes <noe> 22 </noe> malfunction reports of a defective intraocular lens (iol). The reported patient ages range from unknown to 84 years. There were two female patients, one male patient and 19 unknown gender.